Manufacturer narrative:
.

Event description:
Procedure type: lap inguinal hernia repair. Reportedly, the balloon exploded, however, all pieces were retrieved through the trocar. The surgeon assembled the balloon on the back table to make sure all the pieces were retrieved. No knowledge if there was a delay to surgical time. The pt's current condition is well. The procedure was on or about in 2007. No pt injury was reported.